Manufacturer narrative:
Additional information : the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed to the photograph which observed a degraded piece of burned plastic inside the tubing. The particulate was further examined via the naked eye, which revealed an opaque, brown, solid, irregularly shaped, homogeneous particle. The reported condition was verified. The cause of the particulate was due the extrusion process due to contaminated die set. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Device manufacturer city - cartago or haina. (B)(6). Address - cartago: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial cartago costa rica 30106 or haina: carretera sanchez km 18.5 parque industrial itabo, piisa haina san cristobal dominican republic. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a particulate matter (pm) was observed in the tubing of a clearlink continu-flo solution set. The pm was further specified as black and very hard substance inside the tubing. There was no patient involvement. No additional information is available.